Manufacturer narrative:
D9: date received to mfg; 12/26/2024. One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing performed and the customer reported complaint was duplicated. It was found that the downstream occlusion sensor was contaminated and defective. The downstream occlusion sensor was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.